Manufacturer narrative:
Concomitant medical products: w1dr01 ipg, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was light headed and intermittent capture was noted on the right ventricular (rv) lead post operative. This lead was found to be dislodged. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced dizziness, syncope and bradycardia. It was also further reported that the rv lead exhibited non-capture. The patient is a participant in the post approval clinical surveillance product surveillance registry.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.